Manufacturer narrative:
Other contact person:(B)(6) due to characterization limit e1: initial reporter: (B)(6)the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
Amanda, a cvicu rn, called into emergency support program line for assistance with multiple issues on a cardiosave intra-aortic balloon pump(iabp) during use. Amanda stated they were receiving multiple alarms on a patient that had therapy initiated. The catheter was placed via left subclavian. Off label disclaimer provided. Troubleshooting determined the alarms present were a restriction alarm, gas loss alarm, and acute changes to augmentation. There were no noticeable changes to patient condition or hemodynamics. Amanda denied any blood present in the helium extender tubing and there were no external kinks or restrictions present she could visualize. They were able to start therapy for a few minutes at a time and the pump had not been in standby for extended periods of time. Esp personnel discussed the nature of each alarm and reviewed the effects of axillary insertion on indices fluctuations on the pump. During shift change, she requested to end the call, later updated by the night shift nurse that the alarms ceased after the physician adjusted the catheter. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 type of investigation findings investigation conclusions h11. Corrected field component code. A customer contacted the emergency support program regarding repeated alarms on an iabp for a patient whose catheter had been placed via the left subclavian an off label insertion site. The alarms observed were restriction gas loss and acute fluctuations in augmentation. The patient showed no change in condition or hemodynamics and the nurse confirmed there was no blood in the helium extender tubing and no visible external kinks or restrictions. Therapy could run for only a few minutes at a time. The support specialist explained the function and meaning of each alarm and discussed how axillary insertion can affect pump indices. The call ended during shift change but a follow up call later revealed that the physician had advanced the balloon catheter and ordered an x ray to verify placement. After repositioning all alarms resolved and no further concerns were reported. Based on the event description the pattern of alarms the off label axillary subclavian insertion route and the fact that all alarms resolved immediately after the physician advanced the catheter strongly indicate that catheter positioning was the source of the issue. The insertion was reported to be axillary which is not the method described in the device instructions for use. This may have contributed to the reported failure. However since the product was not returned we were unable to evaluate the device. Therefore the reported failure cannot be confirmed and cannot determine a root cause. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit. Each iab manufactured is 100 percent inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow nonconforming device to be released. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.